Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported suture break was confirmed as a suture retrieval issue. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement with a proglide device in the right common femoral artery (rcfa) was attempted using the pre-close technique prior to a thoracic aortic aneurysm (taa) interventional procedure. Suture placement was achieved in the left common femoral artery (lcfa) with one proglide device using the pre-close technique. The arteriotomies in the rcfa and lcfa were 6f. Reportedly, a suture break occurred with the first proglide device attempted to be used in the rcfa. Two additional proglide devices were used for successful suture placement using the pre-close technique in the rcfa. The sheath was upsized to a 22f in the rcfa and the taa was completed. Hemostasis was achieved in the rcfa and lcfa with the pre-placed proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.